Event description:
Pt presented to emergency dept with rash and pruritis (diffusely located over torso and lower extremites). This occurred 5 days after stent implantation. At time of implantation, pt rec'd 600mg of clopidogrel, to which she reacted with a rash and "tight throat." She was treated with diphenhydramine and steroids. She continued on 75 mg clopidogrel daily for 3 more days, then switched to ticlopidine. After one day of ticlopidine therapy she presented to ed with reaction to stent (presumably). Admitted for observation, IV steroid therapy.